Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and no delivery alarms. The customer's reading was 525 mg/dl. The customer reported feeling shaky. The customer treated with manual injections. The alarm was resolved by an infusion set change. The customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.